Event description:
It was reported that upon opening the implant prior to the procedure, a hole was found in the secondary packaging (initial layer of packaging was not damaged). A second implant (with intact packaging) was opened to complete the case. There was no risk to the patient as the primary sterile barrier was not breached on the first device. However, out of an abundance of caution, this occurrence is being reported due to its association with sterile packaging.